Event description:
The patient was implanted with a vented electric left ventricular assist devcie (lvad). It was reported by the vad coordinator that the patient experienced power limit advisories and heard grinding noises from the pump. In addition, vent filter analyses revealed large amounts of dust. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains on lvad support. The manufacturer was notified that the explanted device was retained by the patient and will be returned for further evaluation. No further information is available at this time.